Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had an MRI of the hip in december and it was painful during the MRI. Ever since the ins feels like it has turned or changed position. It feels like a knot instead of a flat spot. The patient confirmed they activated MRI mode at the time but was not sure if MRI guidelines were followed by the MRI technician. The patient also mentioned that when their lead was replaced their doctor warned them that they might not be able to fully remove the old lead. The patient was not sure of the status of the previous lead so it was not clear if this was a potential reason they felt pain during their last MRI. The patient was redirected to their healthcare provider to further address the issue.